Event description:
It was reported that while the device was in use on a patient, the staff reported the unit gave a "sig" message. Ultrasonic creme was reapplied and the error message remained. The staff also reported venous line chatter. The device was removed from the patient and replaced with another to continue therapy. (B)(4). Please refer MFR report # 8010762-2014-00050.